Event description:
It was reported that the patient reportedly hears sound for a few minutes after initially switching on his speech processor but this quickly stops and he is then unable to hear any sound with his device. Ther is no report of trauma or injury and the external equipment has been exchanged but with no change. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.